Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch:7072622/7072456.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprograming. It was also stated that the implantable pulse generator (ipg) pocket was causing discomfort. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.